Event description:
It was reported that a peritoneal dialysis patient who performed therapy with a homechoice device experienced a peritoneal leak. The cause of the peritoneal leak could not be determined. The patient discontinued automated peritoneal dialysis (apd) therapy. On an unreported date, the patient was hospitalized and had surgery to correct the peritoneal leak. At the time of this report, the patient had recovered from the peritoneal leak and had resumed apd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of device history indicates manufacture of the device is not related to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.